Event description:
During routine testing, the user found that at energy level settings of 100 ws or above, the unit would begin to charge, and would then spontaneously discharge. There was not pt involved. Inspection disclosed physical damage to the outside of the unit, rusted internal hardware, and contamination on assembly. The rust and the contamination appear to have resulted from an ingress of an unk liquid. The event is not occurring more frequently or with greater severity than is usual for the device.